Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced inadequate insulin absorption through infusion set and elevated blood glucose levels leading to visit emergency room on (B)(6) 2025 for 1- 2 hours. Later the patient was admitted to the intensive care unit (ICU). The infusion set had been use for 3 days. The highest blood glucose (bg) at the time of event was 361 mg/dl. The pateint aslo had ketones, which the healthcare provider identified as dangerous/life threatening. The patient got treated with intravenous fluids of saline and insulin which successfully resolved the issue. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 23-dec-2025 against "lot number 6006012 and similar malfunction code (s) misuse. Malfunction code not on list and product used off-label or against the contraindications or not according to the instructions for use (IFU). Only use if no actual product malfunction has been reported. The review confirmed that lot 6006012 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 23-dec-2025 against "lot number" criteria equal 6006012 and similar malfunction code (s) misuse. Malfunction code not on list and product used off-label or against the contraindications or not according to the IFU. Only use if no actual product malfunction has been reported. The count of complaint is 2. The complaint number is (B)(4). Device history record (DHR) review: the lot 6006012 was manufactured according to the work instruction (wi) version 96 and manufactured in the machine multivac 10 on 12/mar/2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6006012 and related malfunction codes for labeling. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.